Manufacturer narrative:
Additional information: additional information was received, and it was learnt that the lens was implanted, removed and discarded. The patient had difficult anatomy. The implant functioned as expected but the capsule did break. Reportedly an ar40e +24.5diopter lens was used as replacement for the patient¿s right eye. Patient age and gender provided. Age: (B)(6). Gender: female. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed an additional investigation request (ir) for the production order has been received, however the complaint type is unrelated to this report. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens was removed and replaced in same surgical procedure because of broken capsule by doctor. There was incision enlargement performed. Sutures were used. There was no patient injury. Reportedly a lens model ar40e was used as the replacement lens for the patient. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.